Manufacturer narrative:
H.6. Investigation summary: a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 9211124, and no quality issues were found during production. Our quality engineer reviewed the provided photos but could not identify the reported failure. The photo showed a 24 gauge insyte autoguard catheter unit with the cover removed, the activation button completely depressed with the needle fully retracted and the catheter/adapter assembly loosed from the unit. There was no visual damage or defect observed. Based off the provided photo the engineer was unable to verify the reported defect. Since no defects could be identified a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. H3 other text : see h.10.

Event description:
It was reported that bd insyte-n¿ autoguard¿ shielded IV catheter 24ga 0.56in (0.7 x 14 mm) was cracked. The following information was provided by the initial reporter: "the nurse, prior to use the catheter in the patient, noticed a quality defect in the catheter. She notes a crack in its paste batch: 9211124".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte-n¿ autoguard¿ shielded IV catheter 24ga 0.56in (0.7 x 14 mm) was cracked. The following information was provided by the initial reporter: "the nurse, prior to use the catheter in the patient, noticed a quality defect in the catheter. She notes a crack in its paste batch: 9211124."